Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant captivia stent grafts (vamc3030c100tj and vamf3838c200tj) were implanted during the endovascular treatment of a 60 mm aneurysm in the thoracic aorta. The stent grafts were deployed in zone 2. It was reported that during a follow-up consultation, approximately 13 months after the index procedure , an endoleak was identified and suspected to be a type iiib involving the vamf3838c200tj stent graft. The affected stent graft was relined with a vamf3838c150tj, resolving the endoleak. According to the physician, the cause of the endoleak was anatomy-related, attributed to calcification present in the lesser curvature of the aortic arch, which may have contributed to fabric wear. No additional sequelae were reported, and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed; however, the exact subtype and cause of the event could not be definitively determined based on the limited images provided. Lack of pre-implant CT scans did not allow for assessment of the pre-implant anatomy. Comprehensive post-implant CT scans and endoleak interrogation via selective angiograms (injecting contrast from different levels within the stent graft) were also unavailable, limiting the ability to thoroughly evaluate the endoleak. While a definitive conclusion cannot be reached, the endoleak appeared likely o have been a type iii fabric endoleak likely caused by fabric wear from adjacent calcification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.